Event description:
The customer reported that he thought the cannula had inserted but when his blood glucose went up to 456 mg/dl he removed the pod and observed that the cannula had never deployed.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported failure of the cannula to deploy. This condition could interrupt insulin delivery and contribute to hyperglycemia. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. It the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)." Qualification records were reviewed and the product lot met all acceptance criteria.